Event description:
The user smelled a "hot electrical odor", they observed black gray smoke coming from the back left side of the analyzer and heard "snap, crackle, and pop" sounds. The user confirmed there was no physical damage to analyzer. No patients were affected by the event. The user stated no one in the laboratory was hurt and they would not have had to leave the area due to smoke or odor. The field service representative determined there was a universal power supply (ups) electrical failure which caused the power supply to fail. He replaced the power supply and removed the system from the failed ups. To verify the analyzer operation, the user performed quality control successfully.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.